Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch report that the date the device returned to manufacturer was feb 22, 2017. As per communication with affiliate the correct date was feb 25, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humeral diaphysis fracture it was observed that the radiolucent drive device stopped drilling. According to the report, the device made a sound like the batteries were running out even before going through the front cortex of the bone. It was further observed that when the device stopped drilling, it turned around on itself and would not drill at all. It was reported that this event occurred after the physician had drilled a multi lock long nail in a distal hole with no difficulty. As a result, there was a ten minute delay in the procedure and a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.